Event description:
It was reported that when the asymptomatic patient presented in-clinic for follow-up, multiple episodes of non-sustained rv oversensing due to post-paced t wave oversensing were noted. Programming changes were made.